Manufacturer narrative:
Additional information was received that the suspected ipg malfunction was due to high impedances on most of the contacts. Refer to related issue regarding the lead (MFR report #: 3006630150-2017-01347).

Event description:
A report was received that the patient's ipg was explanted due to loss of stimulation and high impedances. Device malfunction was suspected due to the use of monopolar cauterization during a previous surgery which was not device related. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Additional information was received from the physician that during the explant of the ipg on 24mar2017, one lead was also explanted and replaced with a different lead due to suspected device malfunction. It is unknown which lead was explanted. Additional suspect medical device component involved in the event: model: sc-2218-70 serial/lot: (B)(4)description: linear st lead, 70cm a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was explanted due to loss of stimulation and high impedances. Device malfunction was suspected due to the use of monopolar cauterization during a previous surgery which was not device related. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
The complaint was not confirmed. The device passed all required tests performed and exhibits normal device characteristics.

Event description:
A report was received that the patient's ipg was explanted due to loss of stimulation and high impedances. Device malfunction was suspected due to the use of monopolar cauterization during a previous surgery which was not device related. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient's ipg was explanted due to loss of stimulation and high impedances. Device malfunction was suspected due to the use of monopolar cauterization during a previous surgery which was not device related. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)